Manufacturer narrative:
Device evaluation the sample was received in a specimen collection container. Drops from liquid (saline solution) were observed inside of the container. Visual inspection at 10x microscope magnification was performed and no debris/particles or foreign material were observed in cartridge. Additionally, there were no debris or foreign matter inside the returned specimen container. The reported issue was not confirmed in the returned cartridge. Manufacturing records were reviewed and the device was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as an intraocular lens, model za9003, was advanced into the tip of a cartridge, model emeraldc30, the surgeon saw a small piece of matter that seem to get pushed along the cartridge as the lens was advanced. The surgeon managed to suck it back into the cartridge and reports that it will still be found inside the cartridge. The cartridge which was placed in a specimen jar and returned for investigation. Patient outcome is as expected with no injury to the eye. No additional information was provided.